Event description:
It was reported that during this cardiac resynchronization therapy pacemaker (crt-p) changeout the left ventricular (lv) lead was capped due to the patient ejection fraction remaining low despite the lv lead positioning. Another lead was placed as a replacement with the new crt-p. This lead remains in the patient. No additional adverse patient effects were reported.